Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following information was obtained: was the needle removed from the patient during the same procedure? No further information is available. Was there any patient consequence or injury? There were no adverse consequences to the patient. What was used to complete the procedure? No further information is available. Procedure name? No further information is available. Lot number? No further information is available. Are samples being returned for evaluation? No sample will be returned. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2020 and a suture was used. During the procedure, the suture was detached from the needle during use. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 07/27/2020 additional information: d8, e2 additional information was requested, and the following was obtained: was the needle removed from the patient during the same procedure? =>no further information is available. Was there any patient consequence or injury? =>there were no adverse consequences to the patient. What was used to complete the procedure? =>no further information is available. Procedure name? =>no further information is available. Lot number? =>no further information is available. Are samples being returned for evaluation? =>no sample will be returned. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.